Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was assigned to a case where a lead replacement was thought to be necessary to replace a lead with high impedances. The patient had experienced a return to baseline pain because of an inability to effectively program around the unusable contacts on the affected lead on contacts 10-15. When the surgeon opened the battery pocket and externalized the implantable neurostimulator, he clearly saw that the lead in the 8-15 port was not fully plugged into the header block. He fully inserted the lead, impedances were checked and found that all impedances were within normal limits. The surgeon fastened the lead to the point of audible clicks with the torque wrench, and then when he lightly tugged on the lead, it came out of the header block again. He then unfastened the 0-7 lead to see if there were any observable defects to the leads and found that they both appeared normal. Next, he changed the ports in which each lead was inserted to confirm the issue lay with the port rather than the lead. After the lead that was originally plugged into the 0-7 port slipped out of the 8-15 port as well, he requested that a new implantable neurostimulator be placed in order to resolve the issue. The patient did not report any falls or noncompliance in the few weeks since her initial implant, so it is suspected that there may be a battery defect as the lead was not fastening into the port. It was confirmed that replacing the implantable neurostimulator resolved the issues.